Manufacturer narrative:
It was reported that the berchtold d540 light head was allegedly broken. As was communicated by the account, the reported root cause of the light head separation was due to a loose/misseated spring arm circlip. This issue was unable to be confirmed by the stryker service technician, as the entire suspension had been removed from the or prior to his arrival. Although the exact root cause of the spring arm circlip issue is unknown, the most likely root cause would be improper servicing and maintenance by hospital personnel. The complaint was discovered outside of a procedure and there was no injury or adverse event reported.

Event description:
It was reported that in the emergency room department a berchtold labeled exam light was allegedly broken. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the berchtold d540 light head was allegedly broken. The account stated that the light was completely down and out of the ceiling because of a broken part on the arm. A phone conversation between stryker and a hospital representative revealed that the root cause of the light separation was due to a spring arm circlip issue. The maintenance man observed that the spring arm circlip was bent. There are no previous service records found for the affected spring arm and light head, and repairs for the light and the spring arm are currently being organized. This complaint is currently under investigation. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that in the emergency room department a berchtold labeled exam light was allegedly broken. There was no patient involvement, injury or adverse consequence reported.